Manufacturer narrative:
Information was received via published article: www.ncbi.nlm.nih.gov/pubmed/25399966. Other device used: catalog # unknown, unknown zimmer trilogy liner, lot # unknown. It could not be confirmed if the devices are an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as age, bone quality, height/weight, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. A definitive root cause cannot be determined with the information provided. This event is reported through a journal article that studies short - term survival of the trabecular metal cup in comparison to similar cups used in acetabular revision surgery. As a result no devices or photos were received; therefore the condition of the components is unknown. The part numbers and lot numbers of the products are unknown; therefore the device history records, complaint history could not be reviewed. The journal article states that the surgical intervention included either a cup or liner revision. An exchange or removal of the cup and / liner following the initial revision was defined as re-revision of the cup.

Event description:
It was reported that 19 patients underwent revision hip arthroplasty due to dislocation.